Event description:
I used fixodent from 1994 to 2009. While using fixodent, I began experiencing numbness and tingling in left arm and leg. Blood work showed that I had low copper levels in my blood. I had an epidural in my lower back to help but has not worked at all. I went to the doctor and they can't seem to find out what's wrong. I've been to therapy and even to the chiropractor. Had MRI's and x-ray done and they can't seem to find anything on them. Doctor says I have nerve damage and now my left arm, hand and foot have started drawing up like it has a cramp in it and I have to take my other hand to straighten it out. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1994 to 2009. Diagnosis or reason for use: denture.